Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "exposed" implant and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exposed" implant and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "exposed" implant and capsular contracture baker grade iii. Device has been explanted.